Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of blood inside the device. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood &> gas flows) the results are as follows: ¿ 206 mmhg blood side pressure drop conclusion: reason for return was undetermined. Additional information d4 serial #: this field was updated. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): : this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a fusion oxygenator device, significant coagulopathy was noted in the operating room, and the patient received 1 unit of packed red blood cells, 3 doses of platelets, 4g of fibrinogen, and 2000u of prothrombin complex concentrate. Pre-cardiopulmonary bypass (cpb) the activated clotting time (act) was 130, and after administering 30k anticoagulant, the act increased to 410, with an additional 10k given for a pre-cpb the act was 498. Initial cpb was at 4.4l/min at 2720 rpm with a post-oxygenator pressure of 144mmhg. Within 5 minutes on cpb at a temperature of 35 degrees, line pressure decreased to 87mmhg, and at 3200 rpm, the flow was barely 3l/min. Pre-oxygenator pressure was assessed at 515mmhg. The patient was weaned off cpb, and a pump change-out was completed. The patient was weaned from the ventilator and extubated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the packed red blood cells, platelets, fibrinogen, and prothrombin complex concentrate were given to the patient because of their coagulopathy. The packed red blood cells, platelets, fibrinogen, and prothrombin complex concentrate were administered after a complicated procedure to replace the ascending aorta and repair an aortic arch aneurysm, that required pump replaced after the bypass was started but before the operation was started. Medtronic received additional information that the patient's coagulopathy was possibly caused by the device issue. Correction d3 (MFR name), d3.1 (street 1), d3.3 (MFR city), d3.4 (MFR region), d3.5 (country code) d3.6 (postal code): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.